Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture. The implant was for the 12 abutment and the crown edge was slightly insufficient. When the force reached 15 n, the central screw in the 12 restoration abutment broke.

Manufacturer narrative:
Adding additional information: fracture of screw caused implant removal. This is a follow up report for this additional information. Device received for this event is being corrected from tidesign 3.0 - ø4.0 - 15° catalog # 24790 to abutment screw 3.0 catalog # 24189. This is a follow up report for this corrected information. Correcting UDI # from (B)(4) to (B)(4). This is a follow up report for this corrected information.